Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was not impacted. Reportedly, the alarms occurred after the pump was dropped on the floor.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A follow up MDR will be filed.